Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The tibial insert would not seat in the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.